Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the customer with resetting the pump. The malfunction did not recur after the reset, allowing the customer to continue using the pump without further issues, and they were advised to reach out if any malfunctions happen again.